Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a consult with their orthodontist who strongly advised them they do not recommend byte aligners. Treatment stopped. Patient provided letter of recommendation

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.